Event description:
It was reported that the user experienced elevated blood glucose with the ilet reading ¿high¿ after the user paused insulin delivery for approximately seven hours while charging the device and then resumed delivery later. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included a delay to therapy and the need for troubleshooting and user education without medical intervention or hospitalization. Investigation included review of the user-provided report and event chronology. Investigation of this case revealed that the device functioned as designed and that user-initiated insulin suspension for an extended period led to insufficient insulin delivery, which is consistent with expected physiology when insulin is paused. It was concluded, based on previously established findings for similar reports, that user handling, specifically prolonged pausing of insulin delivery, caused the event.